Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a broken rinse nozzle spring in the rinse station. He then replaced this part. He checked the module's performance with successful repetition tests and qc. The investigation determined the event was due to a hardware issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine (crep gen.2) assay result from one patient sample tested on the cobas 8000 c702 module. The initial result was 0.51 mg/dl. The repeat result was 2.17 mg/dl.